Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828806) was implanted via v-p shunt on unknown date with unknown setting. A valve obstruction was suspected therefore, the valve was removed and replaced on (B)(6) 2022. According to reported information, it is unknown if the patient experienced any signs and symptoms. The patient condition is unknown.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10 the certas valve (ID 828806) was returned for evaluation. Unique device identification (UDI): (B)(4) failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected; no defect was noted. The valve was hydrated. He valve was leak tested and no leaks noted. The valve passed the test for programming, flushed, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no obstruction issues were noted.

Event description:
N/a.